Manufacturer narrative:
On 16-apr-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the sample, no apparent damage was observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. After a thorough analysis, mentor was unable to confirm the reported issue. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-mar-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 575cc mentor smooth round spectrum prosthesis and experienced postoperative right-sided deflation. The patient went in for a consultation on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified saline implant on (B)(6) 2020.